Manufacturer narrative:
Additional information will be provided, once investigation is completed.

Event description:
It was reported that during surgery, the metal suction-oblation end detached from the probe and fell into the pt's shoulder, causing minor burns to the exposed muscle tissue.